Event description:
It was reported that the analyzer failed to capture the lead during the implant procedure. The surgery was "significantly" lengthened due to the analyzer problem. The analyzer was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. Analysis found no anomalies. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.